Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged pin issue was confirmed with the returned 14v power module patient cable (lot # 11015092209). Visual inspection revealed a missing/broken pin within the white power connector. The missing/broken pin was lodged in the white power connector of the returned system controller. The socket/pin location is designated as a communication line. The returned 14v power module patient cable was tested together with laboratory equipment and communication could not be established. The analysis determined the communication issue is related to the damaged/broken pin. A root cause that led to the damaged/broken condition of the pin could not be determined through this evaluation. The device history records were unable to be reviewed for the14v power module patient cable (lot # 11015092209) due to the records not being available. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that one pin was broken on the white cable of the system controller and the patient cable. The system controller and patient cable were exchanged. Related regulatory reference report MFR # 2916596-2024-01680.